Event description:
The 900 ventilator was ventilating a pt when allegedly there was an alarm (unknown) and a family member adjusted the settings of the ventilator and the pt died. The unit was switched from assisted control to pressure support by someone other than the hosp staff. The attorney general and medical examiners office are investigating. Other info on this ventilator is not available. This was generated as a result of the medical examiner contacting siemens office.